Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia on (B)(6) 2019. The customer's blood glucose value was in range 30 mg/dl at the time of incident then went to 54 mg/dl. Customer reported they have to call paramedics for low blood glucose and he was at work and was treated with orange juice. Customer also stated that auto mode was active and declined troubleshooting for low blood glucose. The devices will not be returned for analysis.